Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The device was sent in for a software upgrade by the customer without any allegation of malfunction against the same, however defects were found during service evaluation, hence this complaint can be confirmed. It was found that the top plate was heavily scratched, the 8 way socket assembly was corroded and that the mounting foot was missing. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. Fluid ingress into the device is the root cause of the corroded 8-way socket assembly. Also the missing mounting foot and scratched top plate can be attributed to user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during service evaluation, it was determined that the vapr vue generator device had a corroded 8-way socket assembly. There was no procedure involved. No additional information was provided.